Event description:
After regular check up examination on pt on which the physician had put the catheter, the pt was found to be infected by staphylococcus. The physician mentioned that he suspects it has to do with the catheters. It is possible as the physician said that instructions for use were not properly followed. Incidents occurred in 2004. Catheter is not available as they are placed on the pt.